Event description:
It was reported that the insulin pump was uploaded at the healthcare professional's office, and several strange readings were found. It was stated that the report displayed boluses and carbohydrate info that the customer did not remember programming. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.